Event description:
The pt had a primary rhinoplasty which involved the enduragen implant being sutured to an auricular cartilage graft to smooth the transition of the edges. The entire implant with graft was inserted into the middle nasal vault pocket with bayonet forceps. Upon follow-up one week later, the surgeon reported that the pt's surgical site was extremely erythematic with significant swelling. The pt also had a pin-sized swollen pore midway along the dorsum which was oozing transcutaneously. A biopsy revealed a gram positive infection and as a result, the pt's oral antibiotic regime was increased. The pt was also instructed to express fluid from a lanced incision site every few hours in order to drain purulance from the nasal dorsum. Subsequently, disintegrated pieces of eunduragen have exited through a lanced incision site. The pt still has erythema over the nasal dorsum, but the edema is resolving and the purulent drainage from lanced site is steadily decreasing.

Manufacturer narrative:
Following a review of the device history record for 04b20-1, all process and test criteria has been verified as complying with the enduragen finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Wound infections are not uncommon post surgery. The causes are opportunistic bacterial infection around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), though systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection. Tsl have no evidence to suggest that the wound infection was derived from the sterile enduragen implant.